Event description:
Patient states display on pump reads "system fault" per manual, system fault means delivery has been stopped and pump's computer has detected a problem. Patient has switched to back up pump. Pharmacy will be shipping patient one replacement pump. Patient is aware she will need to send defective pump (sn (B)(4)) back to pharmacy and is aware manufacturer may need to contact her. Defective pump is a cadd ms 3 ambulatory infusion pump. Manufactured by smiths medical. Patient was not able to provide model number. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Dose or amount: remodulin 87 ng/kg/min. Frequency: continuous infusion. Route: sq. Dates of use: unknown to ongoing. Diagnosis or reason for use: pah.